Event description:
Pt status post distal femur liss plate, screws with distal femur tumor resection and stabilization implanted on an unk date returned to another surgeon. Pt experienced infection and a non-union. Surgeon removed the hardware on (B)(6) 2011 with pt being revised to ex-fix. The infected area was washed and treated with antibiotics. Hardware was discarded, the original procedure was performed at another hospital. This is twelve of twelve reports for this event.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.